Manufacturer narrative:
With the available information, boston scientific concluded that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) analyzed the device data and recommended device replacement within 60 days. This device was subsequently explanted and successfully replaced with a new device. No additional adverse patient effects were reported. This device has returned and been analyzed.

Manufacturer narrative:
The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This report includes a correction/update to h10 manufacturer's narrative with a clearer description.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) analyzed the device data and recommended device replacement within 60 days. This device was subsequently explanted and successfully replaced with a new device. No additional adverse patient effects were reported. This device has returned and been analyzed.